Event description:
It was reported that balloon ruptured occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortous and mildly calcified arteriovenous anastomosis. A 6.0mm x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the seventh inflation at 24 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A longitudinal tear was identified on the balloon material beginning approximately 1mm distal of the proximal markerband and extending approximately 43mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no issues or damage to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortous and mildly calcified arteriovenous anastomosis. A 6.0mm x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the seventh inflation at 24 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.